Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor light output was the expired life expectancy of the lamp, and the cause of the water accumulation in the hose was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source had exhibited poor light output due to the expired life expectancy of the lamp and water accumulation in the hose. There was no patient involvement.